Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator began to experience pain and discomfort at the implant site. The patient stated that the battery is sitting under the skin at a bad angle and is poking at them. A shocking sensation was noted. A revision surgery was performed and there was no further patient complications reported.